Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00006. Medical products: 1.5mm system twist drill with j notch 1.1 x 50mm, 9mm stop, part# 01-7146, lot# ni; lactosorb system 1.5mm adjustable self-drilling tap, part# 915-1595, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the tap broke while the surgeon was cutting the tap resulting in a surgical delay greater than thirty minutes. The surgeon drilled a hole around the broken tap with a twist drill and used pliers to remove the tap. Imaging revealed there was no fragment in the patient's body. No additional patient consequences have been reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The 1.5 mm lacto adj sd tap (item# 915-1595, lot# 554064) was returned for investigation. It was determined that the '554064' etched on the body of this drill is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 11 possible zimmer biomet lots: 041940, 161330, 240790, 240800, 312840, 442760, 645150, 645160, 740230, 886060, or 978400. Visual examination of the returned drill and tap confirmed the products' identity. It was also confirmed that the drill and tap were fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR for the tap was not requested because the raw material certificate showed material is conforming to specification. From the potential manufacturing dates, the instrument has a possible field age of more than 7 years. The device also shows wear and tear, possibly indicating repeated use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Lot # was identified to be either: 740230, 978400, 240790, 240800, 312840, 886060, 041940, 161330, 442760, 645150, 645160.

Event description:
No further event information is available at the time of this report.